Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot#: va00p29, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot#: v238362, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient will be having a lead revision on (B)(6) 2016 and the reason for the revision is unknown.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep stated that the patient's lead revision was canceled as the patient's insurance would not cover the procedure. The rep had no other information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.